Event description:
It is reported that the patient received an acetabular cup and had to be revised.

Manufacturer narrative:
The device history records were reviewed and found to be conforming.

Manufacturer narrative:
This case was reopened to enter additional information which had been received on march 11, 2014. The review of the surgical report did not lead to a new conclusion. (B)(4) considers this case as closed.

Event description:
Additional information on the product as well as the surgical report were received.

Manufacturer narrative:
Additional information was received on june 24, 2015. The devices were returned and the result of the visual examination has been made available. Heavy third body material covering the porous coating of the durom acetabular component. Limited scratches on underside of head adapter. Possible signs of corrosion. Scratches along the outer rim of the acetabular component. There is also a film of third body material where the head and cup most commonly articulate. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).